Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level ranged from 200 mg/dl to "high"; although specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. Reportedly, customer continued using pump for insulin therapy.